Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. As received the monitor failed incoming pulse testing with associated code 203 - pulse test fault and code 102 charge profile fault. The cause for the code 203 and code 102 is an open resistor r45 on the computer / analog (ca) board. The cause for the open resistor is excessive current. The cause for the excessive current is a broken leads on high-voltage capacitor c22 on the defibrillator board. The root cause for the broken leads on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. Results will be monitored. In addition, the belt connector was detached from the monitor case. The root cause of the detached connector cannot be positively identified but is likely excessive force at the connector while a belt was attached. No adverse event resulted from the broken leads on c22 or the damaged belt connector. The last pt to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, monitor (B)(4) failed incoming pulse testing with associated code 203 and code 102. In addition, the belt connector was detached from the case. The last pt to use this monitor did not report any deficiencies.